Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the sensor readings were inaccurate and were triggering the threshold suspend feature on the insulin pump when blood glucose wasn't low. Issue reoccurs at night while customer is sleeping. Values for when feature was triggered weren't given however customer stated current blood glucose was 203 mg/dl and sensor reading was 322 mg/dl. Troubleshooting was performed and customer mentioned he has previously noticed bent cannulas on the sensors. Customer is not returning the sensor for analysis.